Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: (B)(6)) index surgery in a patient (patient ID: (B)(6)). It was reported that the subject was readmitted on (B)(6) 2024 due to back pain. Back pain persisted. MRI on (B)(6) 2024 showed epidural hematoma. Additional surgery was done on (B)(6) 2024 in a brace and medication administration. There was prolonged hospitalization from (B)(6) 2024 to (B)(6) 2024. No product malfunction reported. As per investigation assessment, ae is related to study procedure. As per sponsor assessment, ae is related to study procedure and possibly related to device. There was no patient involvement/symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
D1, d4, g4: product identifiers unknown. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.